Event description:
Event description cpi received information indicating the ventricular bradycardia output of this implantable cardioverter defibrillator (ICD) was inhibited during ep testing with this device.